Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose level. Customer's blood glucose value was 24.1 mmol/l at the time of the incident. The customer was assisted with troubleshooting for high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The auto mode feature was not active at time of high blood glucose event. The insulin pump had received infusion flow block alarm. Troubleshooting was completed for infusion flow block alarm but insulin did not exit. The device will not be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer returned pump for alleged no delivery alarm and high bgs found on 03-sep-2021. Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, and p-cap locks properly into the reservoir compartment. No¿ no delivery alarms¿ noted was during testing. Successfully downloaded history files and traces using thus. In further full review in the pump history found no delivery alarm in the pump history on 09/03/2021 at 12:58:36.000 during basal. Force sensor zero offset within specification 23.2mv. The following were noted during visual inspection: pillowing keypad overlay and cracked case. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. No delivery alarm was not confirmed during testing. Unable to verify customer alleged for high bgs. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.